Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided. Further investigation of the complaint is not possible. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: potassium phosphate 30 mmol replacement infusion over 6 hours. The solution was placed in a warm blanket before initiating to reduce potential bubbles, left there for about an hour before spiking the bag. Still has alarmed for air at least 5 times. Air has been flicked until reduced significantly, and even tried the technique of allowing a little blob of air to collect the micro bubbles along the tubing, but again alarmed for the same reasons.